Event description:
Information was received that during testing, device is not infusing quick enough-chambers might be an issue. It was reported the chambers seem to get up to the right pressure. No patient involvement.

Manufacturer narrative:
Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition and without any physical damage. The investigator installed h-2 pressure chambers to a regulated air supply. The investigator then set the regulated air pressure to 5.6 psi +0/-2 psi and calibrated the pressure gauge. The h-2 pressure gauge needle indicator reached a value that was within the following range: 280 -300 mmgh. The investigator then disconnected the hose from the air supply. The pressure in the pressured chamber held for one minute without any air leaks. The investigator then installed the h-1200 device to an air bubble and fluid test fixture with a d-300 tube set. The unit was then turned on, and the fluid (water) and air pressure levels were both found to be satisfactory. The air bubble and fluid tests were repeated. The values were found to be within passing range. The customer reported product problem (slow infusion/potential issue with the chambers) was not confirmed during testing. The investigation found no fault with the device.